Event description:
It was reported that the patient with tortuous vasculature underwent pipeline embolization treatment on (B)(6) 2013 involving two pipelines that would not release from their capture coils and were both removed from the patient. The procedure was completed successfully with another pipeline.no injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00342.

Manufacturer narrative:
The pushwire and marksman catheter were returned for evaluation without the pipeline. The event cause could not be determined as the pipeline was missing from the capture coil.(B)(4).